Manufacturer narrative:
A sample is not available for investigation. The device history could not be reviewed since the lot code is not known. It could not be confirmed whether the product contributed to the event. Since the sample is not available for investigation a root cause cannot be identified. However, the complaint report is consistent with a report when the user does not follow the direction for use (dfu and labeling of primary packaging) of the pneumatic handpiece. During management review, complaints regarding difficulties with connection of the scissor tips (multiple models) to the pneumatic handpiece were identified. The pneumatic handpieces themselves had no technical or functional issues or, rather, no malfunction occurred. Every case was contributed to an improper connection tip and handpiece by the user. Due to the enlarged number of complaints of improper handling, the labeling of the primary packaging was improved in order to point out to the importance of the proper connection of tip and handpiece. Additionally, training of the users performed by the sales rep has been addressed. (B)(4).

Event description:
A nurse reported during a procedure, the handpiece separated from the tip causing retina impact and fear. The tip was removed from the pt's eye and the procedure was completed. Add'l info has been requested.